Event description:
It was reported that there was a perforation and a device was explanted. A greenfield filter was implanted on (B)(6) 2002. On (B)(6) 2019 it was noted that the struts of the filter were perforating though the ivc. The patient underwent surgery to have the filter removed. The filter was successfully removed and there were no further patient complications that were reported.